Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that the device does not deliver defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer will receive a replacement device. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).